Manufacturer narrative:
The device was received and evaluated. Evaluation reproduced the customer¿s allegation of system error 601 while running a loaded set. The event history log review was performed and confirmed multiple events of system error 60.1 a device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation determined that the processor pcb was the failing component and was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum device experienced a system error 601(sharp code corrupted) alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.